Event description:
Additional information was communicated on (B)(6) 2019. It was reported that the patient called the vad coordinator detailed red heart alarms occured. The patient reportedly felt fine during the event. The alarms were intermittent and short. The site encouraged the patient to increase oral intake, as the night progressed, the alarms were more frequent and lasted longer. The patient was instructed to come in to the clinic to be evaluated. Upon arrival, low flow alarms were continuous. A CT scan was ordered and a ofg twist was noted. The patient was taken into the operating room to have a the ofg twist corrected. The patient recovered and discharged home on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Investigation summary: the report of an outflow graft twist could not be confirmed. The account reported that the patient presented with intermittent low flow alarms while at home and experienced diarrhea for the last few days. The reported alarms were confirmed on the submitted set of log files. The patient was seen in the emergency room and given fluids. The patient was then transferred to the hospital where a cta was completed, which reportedly showed an outflow graft twist. According to the account, the patient was taken to the operating room and the outflow graft twist was resolved with surgical intervention. The account reported that the patient is currently stable with no further alarms. The account submitted a log file for review. The system controller event log file contains data from 28nov2018 at 23:57:39 through 29nov2018 at 8:18:20. Multiple low flow events were captured throughout the entirety of the log file. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. All of the events lasted over 10 seconds, and low flow alarms was flagged. The pump appeared to function as intended. A corrective action has been implemented to address the hm3 outflow graft twist. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU warns that twisting of the outflow graft has been identified in some patients post-operatively. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also warms that firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist could not be confirmed. The account reported that the patient presented with intermittent low flow alarms while at home and experienced diarrhea for the last few days. The reported alarms were confirmed on the submitted set of log files. The patient was seen in the emergency room and given fluids. The patient was then transferred to the hospital where a cta was completed, which reportedly showed an outflow graft twist. According to the account, the patient was taken to the operating room and the outflow graft twist was resolved with surgical intervention. The account reported that the patient is currently stable with no further alarms and was discharged home on (B)(6) 2018. The account submitted a log file for review. The system controller event log file contains data from 28nov2018 at 23:57:39 through 29nov2018 at 8:18:20. Multiple low flow events were captured throughout the entirety of the log file. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. All of the events lasted over 10 seconds, and low flow alarms was flagged. The pump appeared to function as intended. A corrective action has been implemented to address the hm3 outflow graft twist.the patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The hm3 lvas IFU warns that twisting of the outflow graft has been identified in some patients post-operatively. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also warms that firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. No further information was provided. The manufacturer is closing the file on this event

Event description:
On 28feb2019, it was reported that the outflow graft twist was resolved with surgical intervention. The patient is reported to be doing well and no alarm returned. The patients parameters are stable. The account reported the patient will be seen in clinic for a follow up in the next 3 months.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced intermittent low flow alarms. A cta performed revealed an outflow graft twist. The patient was taken to the or on (B)(6) 2018.